Event description:
The customer of our pmi inc. Distribution site informed us on (B)(6) 2018 about a slippage. They had a slip with a pmi product. The slip appears to be due to the rocker arm coming loose. It appeared to the customer, that the rocker knob was not turned completely to the clicked, locked position. He further thinks, that the locking mechanism was false locked and that it was then released accidentally during surgery. We were informed, that a scalp laceration occured and sutures were needed.